Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient experienced redness, tenderness, and edema for approximately 2 months following surgery causing delayed wound healing.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
It was reported that a patient underwent a bilateral prominent ear operation on an unknown date and suture was used. The patient experienced redness, tenderness, and edema for approximately 2 months following surgery causing delayed wound healing. No medical or surgical intervention was provided. Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The device met performance specifications. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.